Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the catheter was confirmed as having migrated. The catheter ¿retracted down.¿ it was unknown to the company representative as to whether the catheter was anchored. The case was occurring today ((B)(6) 2016). The change in therapy/symptoms was noted as having occurred suddenly versus gradually. No patient symptoms were reported. On 2016-05-25, a company representative reported that the spinal segment of the catheter was replaced on (B)(6) 2016. There was no known cause of migration

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.